Event description:
Customer reported a malfunction with her insulin pump, which was unable to display blood glucose readings and consequently could not provide automatic corrections for high or low blood sugar levels. No adverse impact to the customer's blood glucose level was mentioned. To address the issue, she requested consideration for a replacement pump to maintain safe and effective insulin management, as her current pump was nearing the end of its warranty and experiencing communication issues with the continuous glucose monitor.